Event description:
It was reported that approximately 10 days post a da vinci si surgical procedure, the patient returned to the hospital with unknown symptoms and expired. Reportedly, the patient's demise was unrelated to the da vinci si surgical system.

Manufacturer narrative:
The hospital has been contacted on several occassions to obtain additional information; however, complete event details and medical records have not been provided to intuitive surgical. No malfunctions of the da vinci si surgical system were reported to have occurred during the procedure.